Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable investigation results of guide catheter detached/separated. Block h10: the returned advanix biliary stent with naviflex rx delivery system was analyzed. A visual and microscopic evaluation noted the guide catheter was detached from the distal section and the stent remained attached to the naviflex rx delivery system. The pull wire was found kinked and fully retracted, and the pull wire cap and guide catheter were detached. The reported event of stent did not deploy was confirmed. Based on all the gathered information and product analysis, the investigation concluded that most likely the reported event and observed problems were most likely due to operational factors encountered during the procedure. Stent deployment technique and/or excess of force applied during pull wire retraction may result in friction between the push catheter and guide catheter. This may have caused the pull wire to kink and the pull wire cap and guide catheter detachment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific (bsc) that an advanix biliary stent with naviflex rx delivery system was selected for use in the papilla/duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, although the guidewire and inner catheter were retracted as instructed per the device's instructions for use, the stent did not deploy. The advanix biliary stent was removed from the patient, and the procedure was completed with another advanix biliary stent. No patient complications were reported as a result of this event. Investigation results revealed that the guide catheter was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.